Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after 12 years of a tkr, the patient presented instability. The surgeon performed a revision surgery on (B)(6) 2022 to remove and replace an unkn genesis ii total knee tib insert, which was found broken off. The revision surgery required hospital stay and post operatory rehab. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the device is broken off. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 12 years post implantation due to instability with suspicion of a broken ps insert-post. Reportedly, the poly was examined during revision and the post was confirmed broken off and the poly insert was therefore revised. As of the date of this medical investigation, the requested clinical documentation has not been provided. The provided intraop images of the explanted component appear to show a broken insert-post; however, it does not provide insight into the root cause of the reported event. Without the requested medical documentation, further clinical factors which could have contributed to the reported event could not be definitively concluded. The patient outcomes beyond that which was reported (instability, insert revision, in addition to those anticipated with a revision procedure reported on the complaint form ¿anesthetic, hospital stay, post op rehab, exposing (patient) to infection risk¿) could not be determined. Per correspondence, however, the patient status is ¿recovering well from revision surgery¿. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected or postoperative care. The contribution of the device to the reported event could be corroborated as the device broke off and a revision surgery was required to replace it. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.